Event description:
It was reported that the patient received multiple inappropriate shocks from the device. It was noted the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device revealed normal battery depletion. Add'l devives: 6935 implantantable tachy lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).